Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (B)(6) is experiencing difficulty establishing communicating with his neurostimulator via the programmer. In an effort to resolve his matter, a replacement transmitter antenna was shipped to the pt. Results of that intervention method are still pending; however, follow-up on this issue found that surgical intervention is planned to replace the pt's neurostimulator with an ipg.